Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned pages.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, stained end cap sticker and a loose and shifted end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 418 mg/dl. Customer stated that she was sleeping when the button error occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert a back-up plan per hlth care professional's instructions. No additional info provided.